Manufacturer narrative:
Information was previously reported. However, the product has been returned, and quantities clarified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the facility that they are experiencing issues at both ends of a specific model of cable connector used with external pulse generators (epgs). The cables were unable to properly sense or pace after five to ten uses. The cables have been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm customer comment(s). The cable passed all visual incoming inspection with no anomalies found. All continuity tests are ok. No intermittent or shorted connections found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cables were returned for service.